Event description:
It was reported that bd q-syte leaked. The following information was provided by the initial reporter: on (B)(6) 2025 at 9:30 the nurse pushed drugs for the patient in the ward, found that the patient's bed sheet at the indwelling needle was wet, after checking, it was found that the infusion connector leaked at the middle gap, causing drug contamination, causing dissatisfaction of the patient, and was immediately given to replace the infusion connector of the same brand and same model, and no similar quality problems were found.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a syringe attached to a q-syte connector. A stream of liquid was exiting the side of the q-syte connector. The cause of the leak could not be determined from the image; however, this type of leak can occur if the septum is damaged. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. No other similar complaints were reported from the implicated lot. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.